Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Was any other tissue damaged as a result of searching the needle? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. No product is available for return. This medwatch report is in response to receipt of a voluntary medwatch form mw (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. While closing opening after surgical case, during a case the suture needle 6-0 popped off the suture and was lost. Xray completed and it was not in the patient but the needle was not recovered. No patient harm was reported. Device is not available. Additional information has been requested.